Manufacturer narrative:
A service request was generated by bec cts (customer technical support) and a field service engineer (fse) went on-site (B)(6) 2011. Fse founf a leak from the hydro and a noise from the pump box. Fse replaced the dampers for vacuum pump and also replaced split tubing on a valve. Fse primed instrument 50 times and no further leaking was observed. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak coming from the hydropneumatic of the synchron lx20 pro analyzer. The customer was unable to determine the source of identity of the fluid but it had the viscosity of wash concentrate. The customer also stated that the amount was small and they could contain the leak to prevent spillage onto the floor. No injury was reported and no erroneous results were generated.